Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring incontinence. A new artificial urinary sphincter higher pressure balloon component and a second cuff were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the surgeon indicated the 61-70 cm prb pressure was not sufficient. A higher pressure balloon and extra cuff was needed. The patient outcome was reported as stable and continent.